Manufacturer narrative:
(B)(4). UDI # unknown. The actual device was not returned. The device history record for the reported lot number, 0202352654, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 4ml/hr, procedure: unknown, cathplace: unknown. A report was received stating the on q pump emptied prematurely. The pump emptied about 24-hours prematurely. The infusion began at 9:50am on (B)(6) 2016. Upon a follow-up phone call on 6-jun-2016, the patient noted that the pump was empty the morning of (B)(6) 2016, around 8:00am. No additional information was provided in regards to the patient's status.